Event description:
It was reported that the 9600 system had an error message during a pm. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator screws were replaced during the service call. The system was tested and found to be working as intended and put back into service.